Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. External equipment was exchanged, and programming adjustments were made which resolved the issue. The recipient is hearing and has speech understanding. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced non auditory sensation. The recipient presented with swelling and sound quality issues. The recipient was treated with antibiotics (type unknown) with no resolution. The recipient was then prescribed steroids which relieved the symptoms; however, did not resolve.